Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 179 mg/dl. The customer stated there was possible perspiration exposure. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, minor scratches on display window, and cracked on display window noted.